Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. However, neither the concerned measurements nor any further information has been received. This is a final report.

Event description:
Reportedly the recipient had heard well, but hadn_t attended regular fitting. The reason for the implant removal remains unknown. No trauma has been reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted on (B)(6) 2017. The reason is unknown. No trauma has been reported.

Manufacturer narrative:
According to the limited available information, the surgeon suggested re-implantation after in situ measurements. However, neither the concerned measurements nor any further information has been received. The device was explanted, but has not been received for investigational purposes.

Event description:
The patient has been re-implanted on (B)(6) 2017. The reason is unknown. No trauma has been reported.